Manufacturer narrative:
Follow-up #1 date of submission 06/21/2016 device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings: during testing, the up arrow keypad button was intermittently unresponsive; all the buttons were difficult to press. The keypad cover was removed and contamination was found under all the key contacts. The up arrow, down arrow, and ok button contacts were inverted. Unrelated to the complaint, the battery compartment was cracked. The display was dim and discolored. The audio bolus button cover was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.